Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose value was 416 mg/dl at the time of incident. Customer stated that they overeat to treat low blood glucose. Customer stated that they was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.